Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge remained static at 105 units. Subsequently, cold insulin was being used to fill the cartridge. The customer's blood glucose level was 332 mg/dl, and was addressed with a correction bolus. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.